Event description:
The pt contacted lifescan alleging that their fast take meter was reading inaccurately erratic. Pt obtained results of 122 and 64 mg/dl on the reported meter within 10 minutes of each other. Control solution testing was not performed, as the pt did not have control solution. The meter, test strips, and control solution were replaced.